Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 461 mg/dl, 121 mg/dl, 179 mg/dl, and 194 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips; however, customer no longer has the strips available. Replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned to manufacturer.